Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise. The right ventricular lead and right atrial lead were explanted and replaced. The patient was in stable condition.